Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. During preparation, the tech opened the catheter and attempted to flush the catheter through the flush port. She was struggling to do so. It was observed that there was plastic stuck in the lumen of the flush port. It was not safe to use if the catheter could not be flushed. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.